Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced red heart alarms while connected to the power module. During the investigation of the returned cable, an insulation breach of the internal wires representing the monitoring/diagnostic and power lines was discovered. The breaches in the wire insulation caused the shorting of the inner conductors to the braided shield, which resulted in a red heart alarm to the system controller, and interruption in pump function.

Manufacturer narrative:
The reported event of the patient experiencing red heart alarms while being supported via the power module was confirmed. Visual inspection of the returned 14 volt patient cable revealed that the outer jacket on black power lead was damaged, possibly due to cutting, fraying, slicing, or tearing. The examination on white power lead internal wires found them to be intact and free of damage. The outer jacket of the black power lead, in the area of the damage, was removed and examination of the underlying wires found the braided shield beneath the insulation was partially disrupted, as well as the film insulation under the braided shield. The examination of the black power lead inner wires revealed an insulation breach of the internal wires representing the monitoring/diagnostic and power lines. The breaches in the wire insulation caused the shorting of the inner conductors to the braided shield, which resulted in the red heart alert on the hmii system controller, red battery symbol on the power module, and the interruption in pump function. The damage to the patient cable appeared to be mechanically induced; however, the evaluation could not determine the mechanism that contributed to the cable damage. The usage of the returned power module 14 volt patient cable (lot# 34756240210; mfg date august 2010) is not known to the manufacturer as the patient cable is not labeled for single use. No further information is available. The manufacturer is closing its file on this event.